Event description:
It was reported the back tamp portion of the chisel (03.820.122) brooke off. There were no issues, and no harm was caused to the pt. The surgeon was able to complete the procedure without any complications.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed an no complaint related issues were found. The product investigation revealed the impaction button to be missing. The instrument corresponds to drawings and processes at the time of manufacture. All parts were not returned to complete the investigation. However, an internal corrective action has been opened to address the root cause of this issue.